Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint device extraction screw was returned to cq west chester for investigation. The extraction screw has pfna blade attached to its extracting end. This pfna blade is a concomitant device with no contribution to the complaint condition. The extractor had circular marks consistent with usage and appeared discolored. The extractor had the pfna blade seized on its extraction end and it could not be disassembled. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 03.010.411 , lot # 1l79353, manufacturing site: bettlach, release to warehouse date: 08 nov2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a loan kit inspection it was identified that the blade has seized onto extractor. No further information can be obtained as the case was not reported by the customer. This report is for one (1) extraction screw for pfna blade. This is report 1 of 1 for complaint (B)(4).